Event description:
Technician reported a system 1000 hemodialysis device spontaneously changed proportioning ratio during a functional check after calibrating conductivity on the device. The device was then programmed back to the correct ratio. There was no patient injury or medical intervention reported.